Event description:
It was reported by the patient that they presented to the emergency room a week post implant with excruciating chest pain. When the pacemaker was checked, the patient stated their heart was ¿sped up¿ and extreme pain was felt. The patient stated that an echocardiogram found that fluid had built up around the heart, surgery was performed, and they were in intensive care for four days. Follow-up information from the clinic indicates that the pain experienced by the patient was due to pericardial effusion. The right atrial (ra) and right ventricular (rv) leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01 implantable pulse generator (ipg), (B)(6) 2013; 5086mri52 implantable pacing lead (B)(6) 2013. (B)(4).